Event description:
It was reported that the pump declared alarm 20 while in use during pumping. The customer's blood glucose level did not exceed 500 mg/dl, with no adverse impact reported. The customer had experienced similar issues with this pump before, and cts decided to replace the pump. The customer will temporarily use multiple daily injections as a backup therapy. Cts confirmed the shipping address, instructed the customer on how to put the pump into storage mode, and requested the return of the problematic pump using a pre-paid label within 10 days.